Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis (dka) resulting in a hospitalization. The customer could not recall the highest bg at the time of the event. The suspected cause of the adverse event was due to using fiasp insulin within pump supplies. The use of an unapproved insulin resulted in occlusions terminating insulin deliveries. Infusion set changes were performed in an attempt to resolve the occlusions. While hospitalized, the customer was treated with a potassium drip, antibiotics and oxygen for pneumonia. The customer was released from the hospital on (B)(6) 2021. Customer was advised against using fiasp insulin within the pump supplies as fiasp is off label to be used with tandem supplies.